Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo and one physical sample were provided to our quality team for investigation. Upon visual evaluation of the photo, evidence of blood backflow was observed, suggesting a possible leak at the connection point between the syringe and the extension tube. The returned product was thoroughly inspected, and no damage or related defects were identified. Leakage testing was also performed. The syringe was connected to a needle, which was inserted into a stopper to create a sealed system. Pressure was then applied to the plunger to check for any liquid escaping through the cone area. Even under significant force, no leakage was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. These checks include tip and thread verification to ensure proper assembly and performance. As the lot involved in this incident was unknown, a device history review could not be performed. Based on the evaluation of the returned sample, no leakage was identified therefore we cannot identify a root cause related to our product or process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll 120/pkg had leakage. The following information was provided by the initial reporter: the following was reported via email: occurrence of the incident: while administering pediven, a solution used to flush an arterial catheter, the nurse noticed blood refluxing into the purge syringe with leakage at the valve between the syringe (bd plastipak 20 ml) and the extension tube (asept inmed ref: (B)(4). The protocol for disinfecting medical devices is to use 70% ethyl alcohol. Immediate action: replacement with new devices, namely the syringe, the bd q-syte bidirectional valve, and the pe neoline extension tube. Immediate apparent consequences: for the patient: reflux of the arterial catheter with a risk potential for gas embolism and risk of infection due to breach of the closed system. For professionals: work overload - event management for the institution: economic cost due to the need for additional devices and other potential consequences for patient care. Per response 18nov2025: could you confirm that the bd q-syte leaked blood? Yes. Could you confirm that the defective product is the q-syte, the syringe, or both? All of this, it is difficult for us to know which device is incriminated. Could you confirm that it is the syringe that presents the problem? No. Could you confirm that the material number of the bd 20ml syringe is 300629? Yes. Could you confirm the batch number of the bd 20ml syringe? Lack of traceability. Could you confirm that the syringe is also available for investigation. If yes, please confirm the same. I will reserve the sending of the sample to the address provided above. The reason for this is that the syringe and q-syte have to be shipped to different factories for the investigation. The package containing the 3 assembled devices is already closed and ready for collection. Please let us know if we need to unpack it again for separate shipments, which makes it difficult for us to ship because we do not have packaging to repack the package containing the valve and extender. Could you provide us with more detailed photos of defective products? Leak the professionals reporting a leak at the valve between the syringe and the extender tubing. Additional response received on 19-nov-2025: as an attachment, I send you the photograph of the 3 devices involved in the report cited in the subject of this email. As already indicated, a backflow of blood is at the origin of the discovery of the leak. The professionals reporting a leak in the valve between the syringe and the extender tubing. The package containing the 3 assembled devices is already closed and ready for collection. Please let us know if we need to unpack it again for separate shipments, which makes it difficult for us to ship because we do not have packaging to repack the package containing the valve and extender. Looking forward to your quick return as the package containing the 3 devices involved is closed and ready for collection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.